Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited loss of capture due to noise over-sensing and low pacing impedance. It was suspected that there was an insulation breach. No intervention was performed and the patient would continue to be monitored. Patient condition was stable.

Event description:
New information received notes that the patient presented in clinic for follow-up. Echocardiogram was performed and revealed the right ventricular (rv) lead had caused perforation. The rv lead was explanted and replaced. Patient condition was stable.